Event description:
Rptr had silicone breast implants implanted on 7/11/84. She had a left breast abscess and implant was removed 9/23/84. It was reimplanted on 9/25/84. She has extreme nipple sensitivity, (especially on left side), tingling and numbness in left arm and shoulder, occasional shooting pain in arm and shoulder, itrritable bowel syndrome and muscle pain and aches.